Event description:
It was reported that low impedance was observed during a routine office visit. The patient reportedly has become accustomed to the vns stimulation and has not felt stimulation for over 2 years. After the low impedance was observed the physician then increased the output current however the patient still did not feel stimulation. The physician noted that the patient was learning martial arts however he did not know if this kind of activity contributed to the low impedance. The patient was referred for x-rays however the x-rays have not been reviewed by the manufacturer. No additional relevant information has been received to date.

Event description:
It was report that patient had a full vns system replacement. The facility the surgery took place at does not return explanted devices. No additional relevant information has been received to date.

Event description:
Clinic notes were received from the appointment when the low impedance was first observed. The notes indicated that the patient was still experiencing efficacy despite the low impedance.